Event description:
It was reported that the surgeon was final tightening the blocker on the pelvic screw, and the head of the screw popped off. The rod was seated in the lateral connector that was connected to the pelvic screw. He then removed the screw and replaced with another one. Delay in surgery of 10 minutes. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The screw was returned in 2 pieces with the tulip disengaged from the main screw shank. There was deformation on the tulip locking ring and the head of the screw shank. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported that excessive and cantilever force was not applied and 12nm was applied to the blocker, but the anti torque key was not used. It is stated in the surgical technique that "the anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis and helps to maximize the torque needed to lock the implant assembly." Conclusion: the most likely root cause is the anti torque key was not used during final tightening as outlined in the surgical technique.

Event description:
It was reported that the surgeon was final tightening the blocker on the pelvic screw, and the head of the screw popped off. The rod was seated in the lateral connector that was connected to the pelvic screw. He then removed the screw and replaced with another one. Delay in surgery of 10 minutes. No adverse consequences to the patient is reported.